Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced loss of blood glucose display on the ilet following a shower, with the dexcom g7 sensor session active and the sensor code verified, and the pts number reappearing on the ilet after guidance; the issue was characterized as a pairing failure to the ilet only with no alerts or alarms. Symptoms included hyperglycemia with a reported glucose of 214 mg/dl without associated clinical effects. Outcomes included temporary elevation of glucose outside of target for approximately 30 minutes without medical intervention, ketone testing, or use of backup therapy. Investigation included customer interview, device-use verification, and troubleshooting and education regarding dexcom pairing and connectivity. Investigation of this case revealed intermittent loss of communication between the dexcom g7 and the ilet due to disconnection from the ilet, with signal recovery during the call. It was concluded that the device functioned as designed and that the event was attributable to a temporary loss of cgm-to-ilet connectivity. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.